Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone, other occupation and initial reporter occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was not detected on the bus. A field service engineer removed the back panel and found that the rail bearing cage was broken, the latch sensor cable and retractor band were damaged, and there was no power (lights) to the module and pyxisbus controllers. The engineer powered off the station, removed the drawer, replaced the rails and all damaged components, reinstalled the drawer, restarted the station, logged into the hardware test application, and ran a successful functionality test. After rebooting the device and configuring the drawer to the station, the repair was verified in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the multiple pockets were not detected on bus for drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the multiple pockets were not detected on bus for drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.